Event description:
A biomedical engineer reported an inaccuracy of 2cm during a tumor resection. It was reported the z-axis (depth) is spot on, but the x/y axis is way off despite a successful registration. The surgeon removed the tumor; however, it was not the tumor and the surgeon did not realize the inaccuracy until the patient was rescanned and the tumor was still in the brain. Patient was rescanned CT and is coming back for surgery.

Manufacturer narrative:
Patient age and weight was not available from the site. A system checkout was performed by the medtronic field rep on-site. The system was found to be fully functional. Initial results from a review of the archive found that an incorrect tracing pattern was performed during registration. This information was communicated to the field reps and site contact. There were no further issues reported from the site.